Event description:
A doctor alleged that a patient had experienced the loss of a restoration immediately after placement with the optibond xtr bottle kit and herculite ultra products.

Manufacturer narrative:
The restoration had debonded as one (1) full piece while the patient was still in the chair. The doctor cleaned the site and repeated the process during the same office visit using different products, without further incident. To date, the patient is doing fine. The product had expired six months prior to the date of the incident; therefore, no evaluation can be conducted. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. (B)(4).